Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: it was determined that the root cause of the issue was user fault. The blower driver fets overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics. The blower temperature were well above 60c since early 2020 which shows the blower most likely operated without the blower filter.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent and analyzed by technical support. It shows temperature of blower too high. 8. According to technical support blowerand main electronics need to be replaced. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed temperature of blower was too high the customer confirmed that there was no patient involvement associated from the reported event.